Event description:
It was reported that the patient had a blister while using the adhesive patch. The patient did not have the are evaluated by any medical professional and no professional intervention. The patient stated that an antibiotic ointment was self-applied and took care of the symptoms.